Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical dept with a signed not that stated, "malfunction." No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. The customer's download of the drug library erased the history log. An e321 (battery charger timeout) error code did not occur during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.